Event description:
A malfunction code, malf 12, was reported by the customer, who had not experienced any notable events leading up to the issue. The customer's blood glucose level was measured at 8.5 mmol/l, which is within the normal range, indicating no adverse impact. Technical support provided the customer with pump reset information and assisted in successfully resetting the pump, as the fault did not recur afterward. The customer was advised to continue using the pump and to reach out if the malfunction reappeared, confirming their understanding of the instructions.